Event description:
Physician was using a 2f embolectomy catheter when he noticed that the tip had broken off and was left in the patient. He completed an ultrasound and x-ray and the tip was not found in the patient. Physician stated that there was no patient injury and patient condition was okay.

Manufacturer narrative:
The complaint device is currently in transit to lemaitre vascular for evaluation. The device history records were evaluated and all manufacturing and quality inspection steps were completed in accordance to the procedure. Further details of the vessel condition was requested from the hospital. The complaint evaluation and any details from the hospital will be sent in the follow-up report.